Manufacturer narrative:
The outcome attributed to adverse event was one piece of porcelain teeth crown fell off. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer contact information, first name, mailing address, phone number and email address were not provided. Manufacture date not provided or identifiable. The complaint was received from a consumer in (B)(6). Analysis results: product will not be returned to confirm a malfunction has occurred.

Event description:
The customer report that their sonicare power toothbrush caused one piece of porcelain crown fell off.